Event description:
Customer complained of a discrepant inr result between a coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 7:30 am, the result was 7.6 inr. At 8:00 am the customer had a lab test and the result was 4.2 inr. There was no allegation of an adverse event. The customer did not receive any treatment based on the meter result. The customer's therapeutic range is 2.0-3.0 inr. Customer is not anemic and does not have any antiphospholipid antibodies. The customer's hematocrit was unknown. The customer is not on heparin or direct thrombin inhibitors. Customer has no new medications, new illnesses or diet changes. Customer has no signs of bleeding or bruising. The customer's current condition is "good". Retention test strips (294151) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.